Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that "a very frail, older patient ended up with a perforated right ventricle (rv) following implant of this catheter" and later expired. He further explained that the catheter was originally placed without incident, after initial implant the catheter was "manipulated several times for repositioning" at some point during or after repositioning the patients rv ruptured. It was reported that the patient expired.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of catheter migrated is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the doctor that "a very frail, older patient ended up with a perforated right ventricle (rv) following implant of this catheter" and later expired. He further explained that the catheter was originally placed without incident, after initial implant the catheter was "manipulated several times for repositioning" at some point during or after repositioning the patients rv ruptured. It was reported that the patient expired.